Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix on the right ventricular (rv) lead fractured. High threshold, high impedance, and undersensing were noted. The lead was explanted and replaced; however, the helix remains in the cardiac muscle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix was fractured. The analyst noted that the helix is fractured at the weld. The helix is noted to still be in the cardiac muscle. If information is provided in the future, a supplemental report will be issued.